Event description:
I had the essure procedure done in (B)(6) 2013. I immediately had bleeding and cramping. I spoke to my dr and she tried putting me on 4 different types of hormone pills to help the bleeding. Nothing worked one actually made it to where I felt like I couldn't breathe and I had to go to the hospital. I missed work many times because it was just too painful to sit up or walk. My dr kept telling me I would eventually stop cramping and bleeding. I went back 3 months to do the procedure where they make sure that the placement was done correctly and it was, but the pain and bleeding would just not stop. I sought different opinions from 2-3 other doctors and after an ultrasound they decided that I should get a hysterectomy done. I was only (B)(6) at the time. I had 5 healthy ids and no other medical issues up to this point. They told me that the hysterectomy would stop the bleeding and the cramping and I would be back to normal. That was not the truth. I had a hysterectomy in (B)(6) 2014. I did stop bleeding but continued to have the sharp, pain, on my left side. Then al in my pelvic area. The pain is so severe that I still continue to miss work, I wake up at night with the pain just like I did before the surgery. I deal with pain the very first moment I wake up until I go to bed at night and sometimes during the night. I was healthy and living a normal life until I had the essure procedure done. I am depressed, angry, sad and in pain now dealing with this. I no longer live a normal life. It is very depressing for me to be (B)(6) having had a hysterectomy. I would highly recommend that no one else gets this procedure done.